Event description:
Rec'd a report from a mother informing that her college age daughter sought medical attention after experiencing spotting for two months. It is claimed the dr found and removed a tampon without a string. The mother thinks the string may have broken off or might never have been there. She stated her daughter does not check the strings prior to insertion. No medical bill or records were provided to confirm the complaint.